Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3 updated. The device was returned to zoll medical united kingdom for evaluation. The customer's report was duplicated and attributed to intermittent connectivity with the multifunction cable (mfc). Review of the logs showed repeated pad disconnections and alternating defib cable ids. The device lost connection during charging, disarmed itself, and displayed a "cable fault" message. The mfc was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.